Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced incorrect additive. The following information was provided by the initial reporter. The customer stated: we have problems of filling by lack of space inside a type of tube bd. These are the tube vacutainer pst ii pet vt 5ml empty 3ml (ref: (B)(4), lot: 2039677, expiry date 31/08/2023.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to correction of translated information: b.5. It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: correction of translation: we have filling problems due to lack of vacuum inside a type of bd tube. Annex a grid: a140303-short fill.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: correction of translation: we have filling problems due to lack of vacuum inside a type of bd tube. We have problems of filling by lack of space inside a type of tube bd. These are the tube vacutainer pst ii pet vt 5ml empty 3ml (ref (B)(4)) lot 2039677 expiry date 31/08/2023.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368497. Lot/batch #: 2039677. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each draw tested with deionized water, and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced incorrect additive. The following information was provided by the initial reporter. The customer stated: we have problems of filling by lack of space inside a type of tube bd. These are the tube vacutainer pst ii pet vt 5ml empty 3ml (ref 368497) lot 2039677 expiry date 31/08/2023.